Event description:
Received a report from a consumer advising after insertion of a tampon pledget, she experienced discomfort. Upon removal of the tampon, consumer indicated two tampons came out. While an injury was not reported, the consumer advised she may seek a medical examination. It is spacially impossible to fit two tampon pledgets in one applicator.

Manufacturer narrative:
Date code information advised by the consumer has been sent for investigation. We await the results. We have requested and await the consumer's return of product for evaluation.